Event description:
(B)(4). Since (B)(6) 2007, headaches/migraines, right pelvic pain, painful intercourse, frequent yeast infections, hair loss, sensitivity to costume jewelry, out of range liver blood tests, hgsil, heart burn.